Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The imp,tsv,4.1,11,mtx,mg (tsvt4b11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The implant remains implanted in the patient. No pictures or x-ray images of the product was provided. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. & ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; step 7 ¿ prepare the implant for healing. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that when the doctor attempted to place the final abutment he discovered that the implant (tsvt4b11) internal feature (s) were threaded.